Event description:
It was reported that during a bilateral inguinal hernia procedure the customer reported an issue with arms 1 and 3 drifting during use on the da vinci system. The technical support engineer (tse) reviewed the logs and found no errors pointing to arms moving on their own. The surgeon stated that they did not remove his hands from the controllers with the head in the sensors. The surgeon stated that this happened two weeks ago also. Refer to the report with patient identifier (B)(6) for the other reported instance. Other surgeons have used the system over the last two weeks, and none have had the same problem. The procedure was completed with no patient harm. An attempt is in progress to obtain additional information from the customer concerning the reported event with no success.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse cycled all arms through multiple ranges of motion with test instruments and did not notice any abnormal movements. The system was tested and verified as ready for use. Refer to the report with patient identifier (B)(6) for the other reported instance of potential unintuitive motion. An rfe procedure review was performed. It was confirmed that the inguinal hernia-bilateral procedure occurred on (B)(6) 2022 via system (B)(4). This complaint is considered a reportable event due to the following conclusion: it was alleged that the arms moved with unintuitive motion/freely with uncontrolled motions. Poor arm control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.